Event description:
A falsely elevated ctni result of 0.64 ng/ml was obtained and reported to the physician. Physician questioned results and they were tested on the same analyzer. Repeated test results were 0.13, 0.16 and 0.11 ng/ml. User recalibrated assay but qc was not within acceptance levels after calibration. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicated maintenance was required on the drain system.

Manufacturer narrative:
Maintenance on the drain system resolved the problem.